Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer was instructed to change pump supplies to resolve the issue. The customer experienced an elevated blood glucose (bg) ranging from 400 mg/dl to the highest level being displayed as "high" on the continuous glucose monitor. Multiple follow-up attempts to obtain how bg was treated were made by tandem technical support however the customer did not respond.